Event description:
Revision surgery was performed on (B)(6) 2026 due to glenoid loosening in a study patient. Original surgery was performed on (B)(6) 2026 when the following assembly has been implanted: glenoid baseplate small-r (pn 1375.15.605, lot 2536262, sterilization (B)(4)), glenoid peg small-r #s (pn 1375.14.651, lot 2515773, sterilization (B)(4)), 2x bone screw (pn 8420.15.010, lots 2530046 and 2523197, sterilization (B)(4) respectively), connector small +2mm (pn 1374.15.312, lot 2513801, sterilization (B)(4)), reverse hp glenosphere (pn 1374.50.440, lot 2228852, sterilization (B)(4)), smr stemless reverse core #l (pn 1355.14.238, lot 2119985, sterilization (B)(4)), smr stemless reverse liner #s (pn 1365.09.445, lot 2222639, sterilization (B)(4)). No adverse events occurred during surgical procedure and surgeon used a delto-pectoral approach. Migration of the baseplate was noticed in the early post operative period (around 6 weeks post op). Patient was operating tractors against medical advice. The whole assembly has been removed during revision and replaced with djo altivate reverse. The event occurred in the united states.

Manufacturer narrative:
Preliminary review of manufacturing records did not identify any pre-existing anomaly or non conformity on involved lot of baseplates that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.